Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned without having the clip-firing mechanism activated to fire the clip off the delivery tubeset and the returned condition confirmed the reported sheath splitting issue and failure to engage the plunger to deploy the vessel locator wings. Based on visual analysis of the returned device, the probable cause for the flex-guide carving and control wire bending at the proximal is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an unspecified procedure. Reportedly, the locator wings did not fully engage and the sheath did not completely split. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.